Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024 , it was reported that while working at the hospital, the patient felt his bg level dropping. The patient was confused. A nurse bystander walked the patient to the emergency room (ER) for evaluation. The patient¿s bg meter reading was 40 mg/dl. No cgm comparison value was reported. The patient was treated with IV glucose. The patient could not recall any further event details. It was not specified how long the patient was in the ER prior to discharge. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.